Event description:
It was reported that the pump shut off unexpectedly. Customer's blood glucose was 243 mg/dl. Customer confirmed pump display turned on when plugged into a power source. Reportedly, the customer continued to use the pump for insulin therapy.